Event description:
While establishing an intraosseous access during a cardiac arrest call, the arrow ez-io intraosseous drill became sluggish and would not complete its access into the right proximal tibial tuberosity of the pt's leg. When removed from the needle, it powered fine. When placed back on the needle, it appeared to have no power. There is no way to check the battery on these devices and there is no way to determine if the device needs the batteries replaced until a situation like this occurs. The io needle had started its entry in to the vascular space of the tibia, so it was manually continued into place, and performed without incident during the call. No adverse changes to condition of pt was known due to this failure, however, the pt was already in cardiac arrest at the moment of this failure. Is the product compounded? No; is the product over-the-counter? No.